Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft and a limb stent extension to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial procedure, it was reported that the patient's disease had progressed down the iliac possibly causing a type 1b endoleak. A secondary intervention was completed where an additional limb extension was placed up to the origin of the hypogastric artery. The patient did well and went home the following day. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and/or images but were denied. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Correction: common device name, model number, lot #, expiration date, concomitant medical products and therapy dates, device manufacture date, device code: remove code 1354.